Event description:
A power source alert was reported, indicating an issue with the pump's charging process. There was no reported adverse impact on the customer¿s blood glucose level, as it remained below a critical threshold. The customer initially attempted to resolve the issue by using a different wall adapter, but the solution was unsuccessful. Consequently, a replacement charging cable and wall adapter were sent by cts via two-day shipping. Further follow-up attempts were made, but there was no response from the patient.